Manufacturer narrative:
Section g4: the date received by manufacturer was inadvertently left blank in the previous report. The correct date was (B)(6) 2020. Section h3: correction manufacturer's investigation conclusion (correction): the evaluation of (B)(6), confirmed wire damage that would have contributed to the reported low speed and pump stoppage events in (B)(6) of 2016, which was previously reported under MFR # 2916596-2016-02202. The pump was returned with the driveline intact, although several areas of the dacron velour had been sliced during explantation, resulting in damage to the underlying wires. Visual inspection of the wires found a breach in the brown wire insulation, unrelated to the explant damage, approximately 7.25in from the pump housing. The exposed conductors showed oxidation consistent with an electrical short. The observed damage appeared to be the result of abrasion against the braided shield due to cyclic flexing. If the exposed conductors contacted the braided shield while the system was operating on normal, grounded power module patient cable, the resulting short would have contributed to the low speed and pump stoppage previously reported under MFR # 2916596-2016-02202. Review of the patient¿s history found no further reports of driveline-related issues for the remainder of vad support. Additionally, review of the log file downloaded from the returned system controller showed the system operating as intended. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. After cleaning and inspection of the driveline, the pump was reassembled and operated on a mock circulatory loop. The pump was functionally tested without repairing any of the wire damage that was sustained during explantation. The pump operated as intended in accordance with manufacturing specifications. A direct correlation between the device and the report of ischemic strokes in (B)(6) of 2016, previously reported under MFR # 2916596-2016-02201, or the patient¿s outcome on (B)(6) 2019, could not be determined based on this evaluation. Heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. The hmii IFU lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4: additional information. MFR # 2916596-2016-02202. Manufacturer's investigation conclusion: the evaluation of (B)(6), confirmed wire damage that would have contributed to the reported low speed and pump stoppage events in (B)(6) of 2016, which was previously reported under (B)(4). The pump was returned with the driveline intact, although several areas of the dacron velour had been sliced during explantation, resulting in damage to the underlying wires. Visual inspection of the wires found a breach in the brown wire insulation, unrelated to the explant damage, approximately 7.25in from the pump housing. The exposed conductors showed oxidation consistent with an electrical short. The observed damage appeared to be the result of abrasion against the braided shield due to cyclic flexing. If the exposed conductors contacted the braided shield while the system was operating on normal, grounded power module patient cable, the resulting short would have contributed to the low speed and pump stoppage previously reported under (B)(4). Review of the patient¿s history found no further reports of driveline-related issues for the remainder of vad support. Additionally, review of the log file downloaded from the returned system controller showed the system operating as intended. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. After cleaning and inspection of the driveline, the pump was reassembled and operated on a mock circulatory loop. The pump was functionally tested without repairing any of the wire damage that was sustained during explantation. The pump operated as intended in accordance with manufacturing specifications. A direct correlation between the device and the report of ischemic strokes in (B)(6) of 2016, previously reported under (B)(4), or the patient¿s outcome on (B)(6) 2019, could not be determined based on this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The products were received on 09apr2020 with no further details.